Manufacturer narrative:
Qc was within the specifications before the event, but was out of range low after the event. After qc failed for sodium, the customer ran an extended clean and calibrated to get qc in the ranges. Bci field service engineer (fse) visited the site on (B)(4) 2011. When the fse arrived, the instrument was working properly and had just passed a calibration and qc. The fse verified roller tubing, pinch tubing, sample pot, mixing, and dispensing. The fse also took the flow cell out, checked and cleaned it. No issue was noted. The fse replaced the reference electrode as a preventive maintenance. There was some sediment inside of it. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous sodium (na), potassium (k), and chloride (cl) results generated on au2700 chemistry analyzer. The results were reported out of the laboratory. The 400 samples run between the morning qc and the out of range evening qc were rerun and about 100 reports were corrected. There was no effect to the patients or user.